Manufacturer narrative:
(B)(4). Concomitant medical product: cat# 010000668 lot# r7313004a g7 pps ltd acet shell 62h, cat# 650-0661 lot# 3128008 delta ceramic fem hd 36/0mm, cat# 51-103150 lot# 7198025 tprlc 133 t1 pps so 15x150mm. Report source: foreign: netherlands. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial right total hip arthroplasty was performed. The patient underwent repositioning with anesthesia due to dislocation approximately three (3) weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined that this complaint file is a duplicate and has been reported on 0001822565 - 2022 - 03519. This report was submitted erroneously and should be considered void.

Event description:
No further information at the time of this report.